Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported failure mode. The instrument failed the electrical continuity test on one grip. No conductor wire damage was found. Energy was delivered when tested on an in-house davinci system with a wet paper towel. Sql logs were unavailable. Electrical continuity failed in one jaw due to the conductor wire being broken at the weld. However, once the jaw was compressed using two fingers, the electrical continuity passed. This indicates that the electrical connection between the conductor wire was intermittent and able to "join" under compression. This is likely the reason steam was observed while sealing on a wet paper towel. The grip force test on grips was performed as additional testing and all readings were above the minimum requirement of 4.25 lbf. The remote fe logs indicate the endowrist vessel sealer extend was used in the procedure for 23:30. Based on the information provided, this event is being reported due to the following conclusion: the endowrist vessel sealer extend instrument was having intermittent sealing issues during the failure analysis investigation with no evidence of user mishandling/misuse. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist vessel sealer extend would not fire. The procedure was completed with no reported injury. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) contacted the reporter and obtained the following additional information: the endowrist vessel sealer extend would not calibrate. The site was not able to use the endowrist vessel sealer extend in this procedure. The site used a backup vessel sealer extend and was able to complete the procedure.